Manufacturer narrative:
This report is filed, (B)(6) 2016.

Event description:
Per the clinic, the patient experienced a decrease in speech perception and facial nerve stimulation with device use. Subsequently the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
.